Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following rotablation, a 2.25mm x 12mm emerge balloon catheter was advanced for dilatation but it had difficulty in crossing the lesion. After it was able to cross, the balloon was inflated; however, on initial inflation at 12 atmospheres for several seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.